Event description:
Reporter stated the infusion set leaked insulin during bolus delivery. No physiological effects were reported. The infusion set was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified. The headset meets product specifications. Two unused headsets were visually inspected and tests for flow and tightness were performed. All test results were within specifications.